Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and bad battery before and after a battery change. Customer's blood glucose was 149mg/dl at the time of incident. Troubleshooting found that the battery contact on the inside of the cap is damaged. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction until the new cap arrives. The customer was also advised to monitor the pump and call back if any further issues.